Event description:
It was reported that the device was approaching elective replacement indicator (eri). Diagnostics from the device indicated a setscrew issue which was confirmed once the device was attempted to be removed. The physician determined that it was a set screw/header issue. The physician noticed that the device was sub-pectoral as well as at an angle. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the header found no abnormal conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. (B)(4).